Manufacturer narrative:
The field service engineer replaced the data acquisition pcba to motor controller pcba cable to address the reported problem. Failure analysis on the returned data acquisition pcba to motor controller pcba cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
During servicing of this unit, the field service engineer (fse) noted codes from the log that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Updated.

Event description:
The customer reported failure oxygen alarm. Review of the diagnostic log, the field service engineer (fse) noted error codes that indicated a spi bus failure the customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported